Event description:
Patient's blood glucose elevated to 19 mmol/l (342 mg/dl) on (B)(6) 2012, and a correction was delivered via the infusion device after the infusion set was changed at 12:00 pm. Blood glucose then elevated to 24 mmol/l (432 mg/dl), and patient noticed the infusion set self-adhesive was wet. Patient changed the infusion set again and delivered a correction via the infusion device. Patient's normal blood glucose is 4-5 mmol/l (72-144 mg/dl). The infusion set was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.